Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result e8 was found in the history. The down button is permanent active due to an external mechanic damage. As result of the defective button the pump correctly triggered an unclearable e8 error message. As further result of the permanent activated down button the other buttons do not respond to commands. History list: on the (B)(6) 2013, the customer removed the battery by itself before the w2 or e2 limit voltage was reached. Therefore, the pump correctly triggered no alert or error message. After restart of the pump the customer did not set date and time correctly. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported that on (B)(6) 2013 at 5 pm, she was going to do a bolus, but she noticed that the infusion device was turned off, so she turned the device on. Patient stated when the infusion device was turned on, the device gave an e8 (power interrupt) alarm. Patient reported, she tried to confirm by pressing the "confirm button" twice but the alarm persisted. Patient stated, the battery was changed a month ago; and even though she was using the same battery, the device did not report the "battery low" alarm. Patient reported, she placed the infusion device into stop mode and changed the battery. Patient stated when she set the infusion device into run mode, the device again alarmed e8. Patient reported, she pressed the "confirm button" twice again but the alarm persisted. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.